Manufacturer narrative:
Sensor kit expiration date is 30-nov-21. The medical event associated with this case occurred on 29-jan-23 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving an unspecified high sensor scan result compared to a reading obtained on the built-in reader. Customer experienced sweating, trembling, loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional and an hcp meter reading of 30 mg/dl was obtained and customer was treated with IV injection of g10%. No further treatment was reported. There was no report of death or permanent injury associated with this event. The customer reported receiving a reading of 70 mg/dl with the sensor and a reading of 30mg/dl with the built-in meter, within 10 minutes of each other. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving an unspecified high sensor scan result compared to a reading obtained on the built-in reader. Customer experienced sweating, trembling, loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional and an hcp meter reading of 30 mg/dl was obtained and customer was treated with IV injection of g10%. No further treatment was reported. There was no report of death or permanent injury associated with this event. The customer reported receiving a reading of 70 mg/dl with the sensor and a reading of 30mg/dl with the built-in meter, within 10 minutes of each other. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 ( primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6) to (B)(6). All pertinent information available to abbott diabetes care has been submitted.